Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's sister reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 600mg/dl. The sister states the customer's pump was thrown away. The customer was advised that a replacement pump would be sent out.